Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was approaching elective replacement indicator and had early battery depletion. The patient's left ventricular lead was noted to be programmed at a high threshold since implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage on (B)(6) 2015 was 2.6182 v; however, elective replacement indicator has not triggered yet. Battery voltage on (B)(6) 2015 was 2.625 v.

Event description:
The device was explanted and replaced.